Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to the diabetic ketoacidosis and high blood glucose level of on (B)(6) 2018. The customer¿s blood glucose level was over 600 mg/dl. Customer was unsure whether he was wearing the insulin pump at the time of hospitalization or not. Customer was assisted with the troubleshooting. The insulin pump will not be returned for the analysis.